Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device as well as a simultaneous increase in the left ventricular pace impedance measurements. The leads implanted are competitor leads. Technical services (ts) discussed troubleshooting steps for this case. No adverse patient effects were reported. Additional information noted that during a follow it was not possible to see high out of range shock values. The patient will be followed via remote monitoring. No further changes were made.